Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for routine follow-up, complete loss of capture and drop in r wave amplitude was noted. Fluoroscopy reveled lead perforation through septum and found in pericardium. Patient has had a fall recently. Lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicates that lead dislodgement was also noted.